Event description:
It was reported when patient presented to the hospital for an unrelated procedure infection was observed on the rv lead. Lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
Correction: this supplemental report is to correct the previous missed event date which is (B)(6) 2017.